Manufacturer narrative:
The facility reported blue fluid, the same color as their cidex opa high level disinfectant solution (hld), on a pentax pediatric endoscope prior to a patient procedure. Medivators field service engineer visited the facility to evaluate their dsd-201 automated endoscope reprocessor to determine the cause of the hld residual. During his visit, the fse determined that the medical technician was not using the counter weight attached to the distal tip of the pediatric scope containing the hld residual. Without the counter weight attached, the scope would spray hld solution around the basin during reprocessing, leaving hld residual in the aer and on the scope. Improper cleaning of the basin between cycles and not following the scope manufacturer's instructions for proper scope reprocessing could allow hld residuals to be introduced to patients and potentially cause chemical colitis. Medivators fse confirmed the aer is operating according to specification. He also informed the customer the importance of using the counter weight on the scope during reprocessing. There have been no reports of patient harm. Medivators will continue monitoring this complaint in medivators complaint handling system.

Event description:
The facility reported blue fluid, the same color as their high level disinfectant, found on an endoscope after reprocessing in their dsd-201 automated endoscope reprocessor. Medivators field service engineer found that the facility was not using the counter weight on the distal tip of their pediatric scope, causing the scope to spray hld solution around the aer basin during reprocessing. Improper cleaning of the basin between cycles and not following the scope manufacturer's instructions for proper scope reprocessing could allow hld residuals to be introduced to patients and potentially cause chemical colitis.